Manufacturer narrative:
There were two items associated with this event. It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported on receipt that the product was observed to have pierced its sterile packaging. No adverse consequences were reported.